Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump isn't sounding during the alarms and they did not hear the differences between the two audio beep volumes (1 & 5). Customer's blood glucose level was 250 mg/dl. Insulin pump will be returned for analysis.